Manufacturer narrative:
Additional product code = dro. Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient, the device displayed a "defib/pacer disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction of "defib disabled" was observed during initial testing. However, after the device was disassembled to isolate root cause the reported problem could no longer be duplicated. Evidence could not be found in the activity logs to support the customer's report of "pacer disabled". The device was recertified and returned to the customer. No trend is associated with reports of this type.